Manufacturer narrative:
(B)(4). Date sent: 12/14/2020. D4: batch # u5d890. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch #: u5ck1t. Additional information: during a laparoscopic pancreatectomy, the deployed staples were unformed. The device was used on the jejunum. Another cartridge was used to complete the case. During an unknown procedure, one side of the staples was unformed on the pyloric region of stomach at the 1st firing. That staples were removed, and additional hand suture was performed on the serosa to complete the case. The devices that were used for the 2nd and 3rd firing will be returning too, but the device with the batch #: u5ck1t is the complaint product. The patient is stable. Before firing, dr waited for 20 seconds. And dr did pulse fire. Dr thought the cause of this matter may be related to the device, because the blue reload is used for gastric resection in many cases. Another cartridge was used to complete the case. Additional hand suture was performed to complete the case. Device analysis: the analysis results showed that three gst60b reloads were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reloads. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Event described could not be confirmed as the reload was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic pancreatectomy, the deployed staples were unformed. The device was used on the jejunum. Another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.